Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the jaws of the device did not open during one of the coagulation and cutting processes; resulting in the device not being able to be continued for normal use. The theatre team detached the device from the generator and opened up another device of the same product code. This resulted in the procedure being continued without any further complications and the patient had no complications from this occurrence.